Event description:
It was reported that during anterior cruciate ligament reconstruction (acl) procedure, implants on two devices (t2) would not deploy and t1 was left in the patient; multiple attempts were made to remove the t implant. They used the ipsilateral approach, posterior third of meniscus. The white/white area of the meniscus was the area being repaired. The patient was fine post-procedure; they did not require any additional monitoring or medical intervention. The patient was female, not overweight. Reference (B)(4) for the second device that was left in the patient.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Sample (a) no t¿s or suture were returned. Visual assessment showed the actuator in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the failure mode cannot be confirmed, the investigation is ongoing. Visual assessment of sample (b) the actuator in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The needle is dramatically bent on this device. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ (B)(4).